Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure, the suturefix device left the metal attach. The procedure was successfully completed with no delay using a back-up device. No further complications were reported. Per preliminary results of the investigation, the visual inspection of the returned device found the distal tip of the actuator bar is fractured away.

Event description:
It was reported that during an unknown procedure, the suturefix device left the metal attached. The procedure was successfully completed with no delay using a back-up device. No further complications were reported. Per the results of the investigation, the visual inspection of the returned device found the distal tip of the actuator bar is fractured away.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it was not in its original packaging. The insertion device and suture string were returned. The distal end of the insertion device was deformed, and the actuator bar fractured. The distal tip of the actuator bar was fractured away and still connected to the suture string. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.